Manufacturer narrative:
The fse calibrated the table top motion.

Event description:
It was reported that the 2800 system reported an error code that stated the table won't move to the front and back. No patient injury was reported.